Event description:
After placing a new hollister anchor fast on a patient to secure the endotracheal tube (ett), the velcro spontaneously broke off of the fabric that secured the device around the patient's head. If the patient were to be moved without this being secure, the ett could potentially become dislodged.